Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she's been experiencing low blood glucose levels. Her blood glucose at the time of incident was 52 mg/dl, and over the past month her levels have descended as low as 20 mg/dl. The customer has not been hospitalized, and she has been treating her low blood glucose with food. Troubleshooting was initiated for low blood glucose and the insulin pump and corresponding materials appeared to be functioning properly. The customer was advised to speak to her health care provider regarding the low blood glucose and to monitor the pump and call back if issues persist. After the call, the customer's doctor adjusted her pump settings and she has not had a low blood glucose value since the settings were adjusted. No products were returned or shipped.